Manufacturer narrative:
The t:slim x2 user guide states: do be prepared to inject insulin with an alternative method if delivery is interrupted for any reason. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the cause of the elevated bg level was because the customer ran out of insulin and did not have any spare insulin left. The customer went to the pharmacy to obtain more insulin to address impacted bg level and reported being "okay" at the time of the report.